Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of skin irritation was confirmed. A us distributor reported that a patient developed a rash on his back in the area where the two te pads are. The irritation is described as raised bumps and it is very itchy, sore, and hot. The patient's wife applied an over the counter cream but the irritation did not improve. The patient's cardiologist suggested to wear a t-shirt underneath the lifevest. The doctor also prescribed a metrodose pack and benadryl. The patient decided to not wear the lifevest while the irritation was healing, and made his doctor aware. There is no indication that the patient's doctor recommended removing the lifevest. During a follow up, the patient reported that the irritation has improved.